Manufacturer narrative:
A getinge service territory manager (stm ) evaluated the iabp and found physical damage to the power supply which was consistent with wear and tear/customer environment. To resolve the issue, the stm replaced the power supply and performed full functional checks and safety tests to factory specifications. The iabp was returned customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the ac transport module of the cardiosave intra-aortic balloon pump was damaged. The iabp was intermittently working during the transport flight, and the customer used a backup battery. There was no patient injury or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that during use on a patient the ac transport module of the cardiosave intra-aortic balloon pump was damaged. The iabp was intermittently working during the transport flight. The customer used a backup battery. There was no patient injury or adverse event reported.